Event description:
B braun infusomat space pump used to administer anesthesia medication did not function correctly and patient was paralyzed, but aware and awake during surgical procedure. Patient remembers surgical procedure and has anesthesia awareness. Pump did not alarm, and pump shows that medication was being administered and that the pump was running correctly, but no anesthesia medication was administered to the patient for the first 10-20 minutes of the procedure, until anesthesia provider noted pt movement and identified medication not infusing and changed to a new pump. Biomed confiscated and investigated the pump and it was set correctly and recorded that medication was flowing, but no medication was infused from the medication bottle. FDA safety report ID# (B)(4).